Manufacturer narrative:
(B)(4). The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to the alarm. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, missing end cap sticker, stained address/serial number label and minor scratches on display window noted.

Event description:
The customer reported via phone call that they were unable to exit the "preparing to prime" loop. The customer's blood glucose was 342 mg/dl. The product was returned for analysis.